Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the rotablator rotalink plus device. The advancer unit and burr unit were received attached together as a single unit. The advancer knob was received tightened in a backward position. The advancer, sheath, coil, and burr were microscopically and visually inspected. The annulus was noticed to be damaged, not rounded and flared. It is probable that the rotating burr came into contact with the guidewire during the procedure leading to the damaged annulus. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the burr was stuck in lesion. The 25mmx2.5mm target lesion was located in the severely calcified proximal left anterior descending artery (lad). A 1.50mm rotalink¿ plus was selected to be used. After crossing the lesion, device was removed and it was noted that the burr was stuck in the lesion. An attempt to removed the device was made using dynaglide mode but it was unsuccessful. Then, the physician cut the driveshaft and pulled out the whole system, the device was removed together with the wire. The wire was checked and no issue noted. The procedure was completed with another 1.50mm rotalink¿ plus. No patient complications were reported and no problem with patient's conditions and was discharged on (B)(6) 2017.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the burr was stuck in lesion. The 25mmx2.5mm target lesion was located in the severely calcified proximal left anterior descending artery (lad). A 1.50mm rotalink¿ plus was selected to be used. After crossing the lesion, device was removed and it was noted that the burr was stuck in the lesion. An attempt to removed the device was made using dynaglide mode but it was unsuccessful. Then, the physician cut the driveshaft and pulled out the whole system, the device was removed together with the wire. The wire was checked and no issue noted. The procedure was completed with another 1.50mm rotalink¿ plus. No patient complications were reported and no problem with patient's conditions and was discharged on (B)(6) 2017.